Event description:
It was reported the subject powerseal device, when trying to seal, a seal incomplete error occurred and sealing could not be done. The reported malfunction occurred during the initial use during an unknown therapeutic procedure. There was no patient harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blood is adhering to the jaws that grasps the living tissue and delivers rf energy a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the seal incomplete error was due to electrical/electronic component failure, and the component failure may be due to blood on the jaws a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject powerseal device, when trying to seal, a seal incomplete error occurred and sealing could not be done. The reported malfunction occurred during the initial use during an unknown therapeutic procedure. There was no patient harm or injury reported.